Manufacturer narrative:
Date sent to the FDA: 02/07/2020. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown plastic surgery procedure on (B)(6) 2019 and suture was used. The suture was broken during use. Another package was used with no problem. Further details are not provided. There were no adverse consequences to the patient.